Event description:
Boston scientific received information that this right atrial (ra) lead displayed high impedance readings measuring greater than 2500 ohms and abnormal electrograms (egm) suggesting intermittent capture. The lead was capped and successfully replaced. There were no adverse patient effects.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.